Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed; the high voltage power supply board/ power board had a failure, displayed error code e433. Additionally, the motherboard had a failure; the touch screen remains dark after switching the electrosurgical generator on. The most probable cause of the complaint was the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported electrosurgical generator esg-400 after turning on, the device makes a loud noise and stops the start-up sequence with e433 error code. The issue was found during set up before patient in room. There were no reports of patient harm.